Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was loose on the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, pump functions as intended. No additional patient or event information was available.